Event description:
Additional information received from the patient on (B)(6) 2016 reported that they are still not getting any therapeutic effect during the day, and that they have CPAP machine they use at night which they think has made an improvement. The patient started on program 4 but is now on program 2 at .85. The settings were increased to .90v and the patient felt stimulation comfortably.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the patient had an appointment and made changes to their device programming. It was stated that the dizziness went away on its own, and different settings were tried to resolve the loss of therapy. It is unknown if the therapy issues were resolved.

Event description:
Additional information was received from the patient indicating that they are still having urgency during the day, which has been occurring since implant. The patient has tried programs 4, 3, and 2. It was noted that the patient is currently feeling stimulation. The patient stated that their urgency issue has not resolved, but a change in programs has helped somewhat.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient adjusted their amplitude from 0.4v to 0.45v on (B)(6) 2016 because they were not feeling stimulation and later had a change in symptoms on (B)(6) 2016. The patient was going to the bathroom constantly and had no control. The patient felt stimulation when adjusting. The symptoms were occurring in the daytime, as they patient had total control in the night. The patient began to see some improvements in symptoms on (B)(6) 2016. The patient also felt dizziness on (B)(6) 2016. The patient felt that they were back to square one in (B)(6) 2016 and there was a CT scan that could be related to the issue. There were no trauma or falls that could be related to the issue. The patient felt stimulation on (B)(6) 2016. The patient increased stimulation to 0.55v on program 4. The patient contacted their manufacturer representative and was waiting for a call back before adjusting any higher. The patient called their health care provider's (hcp's) office on 2016-05-12 and was told they would provide the patient with the manufacturer¿s phone number, but they never called the patient back. The patient would increase the setting after they got back from work. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information reported that she had a colonoscopy last week and noticed no control of bladder. Patient reported since implant she was having bladder control issue and occasionally increase stimulation but still does not help control bladder. Patient stated her setting was program 2 @ 1.55 v. Patient reported she increase stim (B)(6) 2016 and the stimulation went to her right foot, next to big toe, and now she has a lump there.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient experienced no urinary benefit during the day, that she has no control but has 50% relief at night, due to using a c-pap machine. Patient stated she has changed programs and adjusted stimulation but she still did not have relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they were not happy with their implant. The patient stated the implant helped at night, but during the day their symptoms return immediately. The patient also noted that the implant was not working for their symptoms. No further complications were reported.